Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed as a supplemental to relay additional information. On march 29, 2019, it was reported that the unit had faulty setting, cutting too deep. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet taiwan has previously repaired/evaluated air dermatome serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was august 1, 2016 where it was reported that there was an unusual noise/cut too much off for skin graft and the device was recalibrated. This is not a related issue. Product review of the air dermatome by zimmer biomet taiwan on april 17, 2019 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet australia on april 22, 2019 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, external e-ring, and width plate screws. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet taiwan it was noted that the calibration was out of specifications at all settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet taiwan it was noted that the calibration was out of specifications at all settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had faulty setting , cutting too deep. Review of information entered into this cfu form determined that the issue occurred during surgery. Subsequently this did caused patient harm and there was a delay. The surgery was completed using an alternate device and the problem did caused an impact/damage to graft harvest. It was stated that the graft harvest was not able to be used and additional unplanned graft harvest required from the patient.